Event description:
It was reported that the right atrial (ra) lead would not capture at maximum output. This was a new finding for the system. The p-waves and impedance measurements were normal. The ra lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).